Event description:
The malem alarm is behaving abnormally. Yesterday when we tried to use it, it got hot when I put batteries. This happened many times so, I thought I needed to replace the batteries. However, today, after replacing the batteries, the same thing is happening. This alarm cannot be used as desired because the alarm is too hot and will injure my daughter if I use it on her. I contacted the manufacturer, but did not get any response.